Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was reprogrammed from secondary to alternate during regular outpatient clinics and five days after an inappropriate shock was delivered due to noisy signals oversensing and low amplitude. It was also mentioned that a year ago, an untreated episode (programmed in secondary) was confirmed. Furthermore, the device was reprogrammed back to secondary and no adverse patient effects were noted due to the untreated episode. Additionally, according to the physician, this s-ICD has moved anteriorly upwards since implant. Screening was performed at the position where it had moved downwards, nonetheless, only the secondary vector passed, and an implantable cardioverter defibrillator (ICD) implantation was recommended. The patient refused, and despite the fact that a no-treatment event was recorded, the patient was sent home with the decision to continue with secondary care until an event occurred. At this time this electrode remains in service, and it was only reprogrammed as resolution. No additional adverse patient effects were reported.